Event description:
The customer reported that the insulin pump had missing segments and partial display. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated he is using (B)(6) brand. The customer stated the segments were missing after running the self test. The customer was advised to use energizer batteries and to call help line if it did not clear the issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).